Manufacturer narrative:
The reported event was confirmed through functional testing and review of the event log retrieved from the thermogard xp ivtm console (sn (B)(4)) performed onsite. The root cause is due to defective intake filter, guide rollers, and vexta motor assembly. The console was functionally tested and during initial power up, a temperature control malfunction ID:01 (tcmid:01)(pump failed) error message was observed on the display screen. Examination found that replacement parts were needed for the console's intake filter, guide rollers, and vexta motor assembly. Upon replacement of these parts, the console was further tested and functioned as intended without any errors observed. The console met all performance specifications and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). The thermogard console is a reusable device and was manufactured on 30 jul 2014.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that on (B)(6) at 18:00, patient was connected to the thermogard ivtm (sn: (B)(4)) console for fever management due to head trauma. On (B)(6) 2016 at 23:27, the roller pump failed to rotate and error message tcmid: 01 (pump failed) was displayed. When the treatment began, the patient temperature was fluctuating around 37°c. A drug (isoxazole) was added and the patient had successfully reached the target temperature of 34°c at the time of the issue. The thermogard was operated in fastest mode. The customer made several attempts to restart the device; however, was not successful. It took 18 hours to start another thermogard ivtm system to continue treatment. Ice was placed on the patient following the event and the patient temperature was maintained around 34.7°c. No effect to the patient's intracranial pressure (icp) has been observed. No other information was provided.